Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure poking into uterus'), device breakage ('didn't remove all of coils/ left part of my tubes with part of esure inside'), infection ('infection') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), cyst ("cysts"), alopecia ("bald"), rash ("rash "), allergy to metals ("nickel allergy"), genital haemorrhage ("bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device breakage, infection, pelvic pain, cyst, alopecia, rash, allergy to metals, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cyst, device breakage, genital haemorrhage, infection, pelvic pain, rash and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pain, cysts, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: fu 3 & fu 4 were processed together. Information received via social media: new events - essure poking into uterus, didn¿t remove all of coils/ left part of my tubes with part of essure inside, infection, rash, nickel allergy, bleeding, cramping were added. Reporter's information were added. On 15-jan-2020: fu 3 & fu 4 were processed together. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure poking into uterus/ perforated my uterus/ one was misplaced and one poking into other side of uterus'), device breakage ('didn't remove all of coils/ left part of my tubes with part of essure inside'), pelvic pain ('pain') and infection ('infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I have bicornate uterus and they implanted me. Chest cavity filled with water from procedure and collapsed my lungs". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), infection (seriousness criterion hospitalization), cyst ("cysts"), alopecia ("bald"), rash ("rash"), allergy to metals ("nickel allergy"), genital haemorrhage ("bleeding"), abdominal pain lower ("cramping"), weight fluctuation ("my weigh fluctuates 10 lbs day to day"), depression ("depressed"), complication of device insertion ("I have bicornate uterus and they implanted me. Chest cavity filled with water from procedure and collapsed my lungs"), pneumothorax ("I have bicornate uterus and they implanted me. Chest cavity filled with water from procedure and collapsed my lungs") and device dislocation ("one was misplaced and one poking into other side of uterus ") and was found to have weight increased ("I've gained 17 lbs since july"). The patient was treated with surgery (hysterectomy and total hysterectomy, coils/tubes removed, ovary removed). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, pelvic pain, infection, cyst, rash, allergy to metals, genital haemorrhage, abdominal pain lower, weight fluctuation, weight increased, depression, complication of device insertion, pneumothorax and device dislocation outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, complication of device insertion, cyst, depression, device breakage, device dislocation, genital haemorrhage, infection, pelvic pain, pneumothorax, rash, uterine perforation, weight fluctuation and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pain, cysts, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: social media report was received. Outcome of event bald was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure poking into uterus/ perforated my uterus/ one was misplaced and one poking into other side of uterus'), device breakage ('didn't remove all of coils/ left part of my tubes with part of esure inside'), pelvic pain ('pain') and infection ('infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I have bicornate uterus and they implanted me. Chest cavity filled with water from procedure and collapsed my lungs". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), infection (seriousness criterion hospitalization), cyst ("cysts"), alopecia ("bald"), rash ("rash "), allergy to metals ("nickel allergy"), genital hemorrhage ("bleeding"), abdominal pain lower ("cramping"), weight fluctuation ("my weigh fluctuates 10 lbs day to day"), depression ("depressed"), complication of device insertion ("I have bicornate uterus and they implanted me. Chest cavity filled with water from procedure and collapsed my lungs"), pneumothorax ("I have bicornate uterus and they implanted me. Chest cavity filled with water from procedure and collapsed my lungs") and device dislocation ("one was misplaced and one poking into other side of uterus ") and was found to have weight increased ("I've gained 17 lbs since july"). The patient was treated with surgery (hysterectomy and hysterectomy, coils/tubes removed). Essure was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, infection, cyst, alopecia, rash, allergy to metals, genital hemorrhage, abdominal pain lower, weight fluctuation, weight increased, depression, complication of device insertion, pneumothorax and device dislocation outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, complication of device insertion, cyst, depression, device breakage, device dislocation, genital hemorrhage, infection, pelvic pain, pneumothorax, rash, uterine perforation, weight fluctuation and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pain, cysts, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 6 and 7 processed together. Social media content received : reporter added. Events added-weight fluctuation, weight increased, depression. On 20-mar-2020: fu 6 and 7 processed together. Social media content received : reporter added. Events added- complication of device insertion, medical device monitoring error, pneumothorax, device dislocation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure poking into uterus'), device breakage ('didn't remove all of coils/ left part of my tubes with part of esure inside'), infection ('infection') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), cyst ("cysts"), alopecia ("bald"), rash ("rash "), allergy to metals ("nickel allergy"), genital haemorrhage ("bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device breakage, infection, pelvic pain, cyst, alopecia, rash, allergy to metals, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, cyst, device breakage, genital haemorrhage, infection, pelvic pain, rash and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pain, cysts, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.